Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 19, 2012, the lay-user/patient's wife contacted lifescan from (B)(6) alleging a literature missing issue with a one touch verio control solution. The patient's wife stated the patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The control solution was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's wife claimed that the control solution had a literature missing issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.